Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15159; related manufacturer reference number: 2017865-2021-15161. It was reported that the patient presented to the hospital for follow up. The pacemaker, right ventricular lead, and atrial lead were explanted due to infection. Vegetation was noted on the leads. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.